Manufacturer narrative:
(B)(4). Concomitant medical products: unknown plp locking screw (6), unknown plp non-locking screw (3). (B)(6). The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Product not returned.

Event description:
It was reported that the patient underwent a revision of plp plate due to unknown reasons. Attempts have been made and additional information on the reported event is unavailable. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
No further information made available at the time of this reporting.

Event description:
It was reported that a plate was explanted due to the customer thinking that it was linked to an ongoing investigation of the plp product at the hospital.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Multiple MDR reports were filed for this event, please see associated report: 0001822565-2020-01118. D11- medical product: 2.7 mm locking screw 18 mm length, item# 47482801802 , lot# 63470831. Visual inspection of the returned product noted discoloration on the plate and the screw head. The returned products were sent to sem for additional evaluation. The foreign elements (c, n, o, na, mg, p, cl, k, and ca) identified in the discoloration indications on the distal lateral fibular plate and locking screw sample noted could be from various potential contaminants including biological soft tissue and bone, dried biological fluids (i.e. Blood), bone cement (calcium phosphate-based), corrosion/metal oxide product or various decontamination solutions (i.e. Hospital detergents). Therefore, the source of these elements is inconclusive. Signs of pitting corrosion observed within the locking threads on the screw sample and no indications of pitting corrosion observed on the plate sample. The eds analysis of the discoloration free area on the distal lateral fibular plate and locking screw samples showed that the elements identified in the spectra were consistent with 22-13-5 stainless steel and biodur 108 stainless steel respectively. Device history record (DHR) was reviewed for deviations and/ or anomalies with no deviations / anomalies identified. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
No further information available at the time of this reporting.

Event description:
No further information available at the time of this reporting.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No device was returned for examination. Review of device history records was not possible as the necessary product/lot code combination was not provided. Root cause is unknown. A batch examination of devices related to this issue was performed. Following the removal of contamination on the devices, scanning electron microscopy identified isolated pitting corrosion at the screw plate interface constrained to the locking threads of the plate and the screws. The isolated pitting was not identified in other locations of the locking plates and screws, including the discolored areas surrounding the holes from which the tissue deposits were removed. The analysis confirms the device and it¿s materials are conforming to specifications. Root cause is unable to be determined at this time. The device labeling states that in-vivo implant corrosion is a possible adverse effect that may be anticipated as the device is implanted in a corrosive environment. Occurrence rates are within the expected rates therefore; no further action is needed at this time. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.